Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned with the adapter broken attached to the pre-filled syringe fill and luer locks damaged. In addition, opened package was returned. No functional test was performed due to the condition of the returned device. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3096141 mfg date: 02/07/2022, exp date02/09/2027. Batch 3112155 mfg date: 02/13/2022, exp date: 02/14/2027. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?, h3. Device evaluated by manufacturer?, h6. Component code, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2023 and a fibrin sealant preparation device was used. During the procedure the gray luer locks broke off. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained, is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Not a new user. Was a sales representative present during the case when the issue was experienced? No. What is the lot number? Bo4g143861. Was any leakage or product solution observed at the luer locks connection? It never got to that were there any unexpected outcomes or complications as a result of the event? No. The following information was requested, but unavailable: how many times have they applied the laparoscopic tip? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3096141 and 3112155 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.